Event description:
Customer called and reported the following: after approx 760 ml processed, approx 1 h, she observed a blood leak around pump #2 red cell pump. She aborted the treatment. When she saw that she could return blood manually without using pump #2, she did so. There were no kinks or other visible obstructions elsewhere on the tubing. No other alarms occurred, other than the blood leak alarm. The patient, an adult male, is in stable condition. Single needle mode, catheter, used. Anti-coagulant (ac) ration 10:1, 10000 units. She could observe a scratch of about 0.5 mm on the tubing when she removed it, photos are sent for investigation. The customer was advised to check for anything on the pump head or inside the housing that could possibly have caused the tubing to break.

Manufacturer narrative:
A review of c101 was performed and there were no nonconformities associated with this lot. This olt met release requirements. Trends have been reviewed on a lot by lot bases for this complaint category and no trend has been detected for this specific lot. A trend has been detected for tubing-damaged. Capas (B)(4) were initiated to investigate pto leak. The assessment is based on info available at the time of the investigation. Photos of the product defect were returned by the customer and the following are the results of the investigation. A photo analysis was conducted and the leak was found to be at the location of the pump head to the instrument tubing support wall. The pump loops are installed around the pump heads by the end user. The damage to this tubing is in the exact location of the instrument tubing support wall and it is therefore suspected that the root cause of the tubing leak is the mis-load of the pump loop tubing by the end user. Complaints of this nature are monitored through tracking and trending. (B)(4).